Event description:
Liner exploded - was being used and obviously became full and contents spirted out hitting roof of theatre and contaminating or area. Pt was hepatitis c, suction was not turned off at wall or container. Assume shut off must have failed. Possibly came out of tandem or specimen port.